Event description:
It was reported that when patient came to the clinic for device interrogation, high capture threshold and low sensing were observed. Externalized conductor suspected. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead, with the lead tip measuring 44.2cm, was returned for analysis. Internal insulation abrasion was found at 7.7cm to 8.5cm and 17.0cm to 17.3cm from the distal tip. The etfe coating was intact at these locations. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.